Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No drive motor error or abnormal motor rewind noted during testing. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No drive motor error or abnormal motor rewind noted during analysis. Rewind anomaly not confirmed. Drive/motor anomaly not confirmed. Cosmetic damage located at the battery compartment confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the o-ring replacement pump. The customer received the unexplained no delivery alarms, slower during rewind, buttons are less responsive, buttons are harder to press, and sometimes has to press buttons twice. The customer stated that the location of the damage was on the case of the battery tube side. The customer stated that the pump normally makes a loud noise when it is rewinding. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-242a, and mmt-332a. Troubleshooting was performed for the cosmetic damage, and the serialized device was replaced. Troubleshooting was not performed for the keypad anomaly. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past event. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1780kpk was requested, and the customer's response was that the device would be returned. No product return is required for mmt-242a and mmt-332a

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - updated type of investigation, investigation findings, investigation conclusion. 3. Section h11 - updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-1780kpk will not be returned for analysis.